Event description:
It was reported that an 840 ventilator had low oxygen flow. There was no patient involvement at the time of the reported incident. A non-medtronic/covidien service provider inspected the device and found the o2 sensor was faulty. Medtronic/covidien was not authorized to repair the device.